Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed nodules at the injection site in a month after injection. The patient was treated with 30 units of amphadase.

Manufacturer narrative:
The patient's symptoms subsided post amphadase. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.